Manufacturer narrative:
A ge service representative performed an onsite investigation. The fb pcb was evaluated and replaced the batteries on gpos, rtos and gib were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an x-ray disabled error and would not completely boot up. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.